Manufacturer narrative:
A brand name, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported via social media that upon removal the string broke off of a tampon leaving the tampon inside her vaginal cavity. She manually removed the pledget and it started coming apart. She scheduled a gynecology appointment to make sure no pledget pieces were left inside her vaginal cavity. An attempt was made to obtain further information from the consumer, however no further information on consumer's use of the product and outcome has been received.